Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(4)) was placed on (B)(6) 2022 and on (B)(6) 2022 the nurse found out that the microsensor was leaking minimal csf. Therefore, the physician retrieved the microsensor on (B)(6) 2022 and stop the monitoring.

Manufacturer narrative:
The microsensor ventricular catheter kit (826653) was not returned for evaluation however the customer provided a photo. Device history record (DHR) review - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the photo, does show that there was fluid leaking from the catheter. The complaint is confirmed. Potential root causes include drainage lumen is punctured, csf drains through stylet lumen, csf drains through sensor lumen, or csf drains through luer and cap connections.